Event description:
Pt developed numerous postoperative complications and expired several weeks after the repair of aortic dissection.

Event description:
After stenting the pt's rt ostial mid lesion, the physician positioned the 3.00mm x 15mm cutting balloon into the ostial portion of the lesion. The balloon was inflated to 4 atm, when the balloon failed to maintain pressure. The physician noted dye distal to the marker and realized the aorta was dissected. After pt was stable, physician continued. When the pt began bleeding, pt went to or. Pt's condition is stable.